Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7072036.

Event description:
It was reported that the patients spinal cord stimulator (scs) lead was fractured, causing high impedance. Lead fracture was not confirmed through imaging. No further information has been obtained.

Event description:
It was reported that the patients spinal cord stimulator (scs) lead was fractured causing high impedance. High impedance were confirm through cp (clinician's programmer). Additional information was received that underwent an explant procedure and explanted devices will not be returned as it was discarded by the facility.